Event description:
Pt was brought to ER on a friday with low battery alarm sounding in infusion pump, and spouse attempted to have device replacement scheduled that same day, due to prior history of pt experiencing mi's from acute drug withdrawal. Appropriate personnel were not available for the surgery, and the replacement operation was scheduled for the following monday. The pt suffered an mi over the weekend and was admitted to the cardiac ICU for management. A replacement device was implanted on 2/2/98, and was started the following day with a dosage of 22mg of 25mg/ml. Morphine/day.